Event description:
It was reported there was a failure to alarm on a device. The device was in use at time of event and a death was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6).

Event description:
The customer wanted to verify some alarms rang before the death of a patient. A good faith effort (gfe) response confirmed that there was no allegation of malfunction, and there was no allegation that the monitor was related to the reported death. Rather, the customer was only requesting log information pertaining to the oxygen saturation (spo2) alarm values prior to the patient death, particularly between 10:00 and 12:30 on (B)(6) 2024.

Manufacturer narrative:
The clinical audit logs were analyzed by the remote service engineer (rse) and shows numerous spo2 alarm alerts for "spo2 no pulse", low spo2 alarms, and desat alarms for the timeframe of 10:00 and 12:30 on (B)(6) 2024. The remote service engineer provided log analysis by email to the customer. The device was confirmed to be operating per specifications and no failure was identified.